Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance and loss of capture. The lead was capped and replaced successfully on (B)(6) 2016. The patient did well during and after the procedure.